Event description:
The manufacturer received a ventilator's blower assembly that was replaced at a biomedical facility. No reason was given as to why the blower assembly was replaced, and when contacted the biomedical facility was unable to provide additional information. The biomedical facility confirmed the ventilator was not in pt use and there was no pt harm or injury.

Manufacturer narrative:
The returned blower assembly was evaluated by the manufacturer. The blower assembly was placed into a trilogy standard test bed and a ventilator inoperative error was generated upon start up. The cause of the ventilator inoperative error was identified as an open condition in the blower motor. There was no allegation of a ventilator inoperable error by the biomedical facility. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy. Customer replaced the blower assembly.